Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer site to further investigate the reported event. The fse confirmed through the customer that after performing the troubleshooting, the reported issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy w/o lymphadenectomy surgical procedure, the endoscope allegedly moved with non-intuitive motion. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information from the biomedical engineer: the event resulted in an inverted image. The endoscope was physically unable to rotate. The reported issue was resolved by reinstalling the endoscope. The procedure was completed using the same endoscope and the same system. No known impact or patient consequence was reported.